Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely calcified and moderately tortuous left anterior tibial artery. Access was obtained from the left femoral artery ipsilaterally. The non bsc guidewire crossed the lesion. Balloon inflation with an unknown balloon was performed. The physician attempted to cross the lesion with the sterling es otw 1.5mm x 20mm x 142cm balloon and was unable to do so. The physician inflated the sterling balloon proximal to the lesion. On the first inflation the balloon ruptured at six atmospheres. The device was exchanged to another sterling balloon which was inflated, then and advanced further and inflated again successfully. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination showed there was dried blood in the inflation lumen. The tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon < 1 mm from the distal edge of the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely calcified and moderately tortuous left anterior tibial artery. Access was obtained from the left femoral artery ipsilaterally. The non bsc guidewire crossed the lesion. Balloon inflation with an unknown balloon was performed. The physician attempted to cross the lesion with the sterling es otw 1.5mm x 20mm x 142cm balloon and was unable to do so. The physician inflated the sterling balloon proximal to the lesion. On the first inflation the balloon ruptured at six atmospheres. The device was exchanged to another sterling balloon which was inflated, then and advanced further and inflated again successfully. No patient complications were reported and the patient's status is good.